Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. The occlusion test could not be performed due to the button anomaly. The insulin pump was received with a cracked display window corner, cracked reservoir tube lip, a cracked belt clip slot and minor scratches on the display window.

Event description:
It was reported that the customer had issues with the insulin pump locking up on him and not allowing him to do a set change and rewind. Customer stated he had low blood glucose levels of 47mg/dl. The customer also reported that the buttons on the insulin pump are not responding. Customer's blood glucose level at the time 77mg/dl. Advised insulin pump would be replaced. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).